Manufacturer narrative:
FDA codes for section h6 of this 3500a form are listed below; system updates pending. Result code: 22 known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the dissection of the sov post valve deployment cannot be confirmed. Procedural factors (inflation volume), in addition to patient factors (female gender, advanced age, severe valvular calcification, severe leaflet calcification, mild aortic root calcification) likely contributed to the event. The exact cause of the complete heart block 3 days post valve implant cannot be confirmed. In addition to procedural factors (pressure from the valve on cardiac structures), patient factors (severe valvular calcification, severe leaflet calcification, mild aortic root calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 20mm bav balloon. During the bav, calcification at the non-coronary cusp (ncc) seemed to ¿fit into¿ the sinus of valsalva (sov). No leakage was observed on angiography. A 23mm sapien 3 valve was then deployed with nominal volume. It was noted that, prior to the procedure, valve deployment using 1ml less than nominal volume was discussed. During the valve deployment, calcification at the ncc seemed to ¿fit¿ into the sov. It was noted that the stent post of the sapien 3 valve had a ¿dent¿ on the ncc side; however, post dilation of the valve was not performed due to the risk to the patient. Tee, performed 15 minutes post deployment, revealed that the sov was ¿swollen¿. The swelling was not observed right after valve deployment, but was a gradual swelling. The patient¿s blood pressure was kept low. The patient was hemodynamically stable and the procedure was completed. The patient was extubated and transferred. The patient would be monitored and remain under blood pressure control. Post procedure, the dissection at the sov was ¿thrombosed¿ and became stable. On postoperative day (pod) 3, the patient developed ¿late¿ complete atrioventricular block and temporary pacing was initiated. A permanent pacemaker (ppm) implant was implanted on pod12. The native annular diameter measured 25.0mm by CT. Severe valvular calcification, severe leaflet calcification (severe ncc calcification) and mild aortic root calcification was reported. It was also reported that the ncc calcification was partially adhered to the calcification at the left coronary cusp (lcc). Per the physician, valve deployment might have been ¿better¿ using 1ml less than nominal volume.